Event description:
It was reported that there were low out of range impedance values. It was noted that 1 and 2 measured 29 ohms. Impedances were c0=964, c1=720, c2=720, c3=1158, 01=982, 02=982, 03=1603, 12=29, 13=1090, and 23=1084. Patient was programmed at 2-, 0+ and therapy measurement was 984 ohms. It was noted that when programming either electrode 1 or 2 they would be recruiting the other respective ¿shorted¿ electrode. It was further noted that the patient had fallen about 2 months prior to this report. Patient had tremor management issues, it was noted that this was on-going and not related to the fall. It was noted that they had being ¿trying to get tremor under control for quite a while.¿ it was unknown if surgical intervention would be required. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va035yd, implanted: (B)(6) 2012, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v680690, implanted: (B)(6) 2011, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).